Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4 did not close due to a failed rail, with bearing cage displacement and bearing loss causing damage. A field service engineer removed and replaced left slide rail. Removed debris from drawer including c2 medication. Transferred narcotic to escort. Tested operation in application and hardware test application (hta) diagnostics with no issues noted. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the auxiliary drawer did not close. The customer inspected behind the drawer with a flashlight, with no visible obstruction found. A cord was identified as blocking closure, and the drawer appeared tilted to the right. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.